Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The device was received containing a yellow solution. A visual inspection of the device noted no sign of physical abnormality. Functional testing and pressure testing were performed, however no leakage was detected. The device was also tested in an intravenous (IV) pump and no leakage was detected. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Event description:
It was reported that a clearlink buretrol solution set leaked through the vent during patient infusion. There was no adverse event or medical intervention associated with this incident. Additional information was requested and is not available.